Event description:
It was reported that the target lesion was located in the left anterior descending artery (lad) with moderate calcification. The 3.0 x 12 mm vision stent was advanced, however it failed to cross, due to the calcification. The device was retracted from the anatomy without resistance. After the device was removed from the guiding catheter, the stent dislodged. No issues were noted during preparation of the device and there was no resistance during removal of the protective sheath. Another vision stent was used to complete the procedure. There were no adverse patient effects. There was no clinically significant delay of procedure reported. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances or exceptions for the lot. A query/review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.